Manufacturer narrative:
(B)(6).

Event description:
Caller reported blood glucose results of 40 mg/dl on aviva system 1, 101 mg/dl on aviva system 2 within 10 minutes. Reported no adverse event. A request was made for the return of the meter and strips, replacement sent.